Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: clin exp ophthamol. 2023;1¿11; https://doi.org/10.1111/ceo.14235.

Event description:
Title: clinical outcomes of the paul® glaucoma implant: one-year results . This study reports one-year outcomes from a single-centre cohort undergoing paul® glaucoma implant (pgi) surgery. Between april 2021 and september 2021, 45 eyes of 41 patients undergoing paul® glaucoma implant surgery were included in the study. The mean age was 66.4 years (range, 18¿89 year). During the procedure, the competitor¿s paul® glaucoma implant (manufacturer: advanced ophthalmic innovations) plate was placed under the recti muscles and sutured to the sclera with 9.0 prolene sutures (ethicon), 10 mm away from the corneal limbus. A 6.0 prolene thread (ethicon) was inserted into the paul® glaucoma implant tube. A 26g cannula is used to create a tunnel into the anterior chamber. The tube was shortened to the required length, placed through the tunnel and secured with a non-ethicon nylon 9/0 ¿box¿ suture (manufacturer: unknown). A double-layered pericardial patch graft was used to cover the tube (fibrin glue used for adhesion) and the prolene thread (ethicon) was usually placed in an inferior sub-conjunctival pocket. The conjunctiva was closed with 2 non-ethicon 10/0 nylon (manufacturer: unknown) corner slip knots and 2 non-ethicon 10/0 nylon mattress sutures (manufacturer: unknown). Reported complications included hyphema (n=4), aqueous misdirection (n=1), and double vision (n=1). In conclusion, paul® glaucoma implant surgery is an effective procedure for reducing intraocular pressure and pressure-lowering therapy. An intraluminal prolene stent impedes hypotony in the early postoperative phase and enables further intraocular pressure lowering without additional interventions during the postoperative course.